Event description:
Pt had tracheal stenosis, used acclarent airway balloon to dilate tracheal stricture. Balloon placed, inflated and could not deflate. Physician ended up breaking balloon with telescope in order to deflate balloon and regain airway.